Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut the target polyp.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used in the colon to remove a four-millimeter polyp during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the technician experienced difficulty deploying the snare tip in a controlled manner, as the snare loop was resistant to release. When it eventually deployed, it exited the catheter abruptly. Subsequently, the snare was not able to cut a four-millimeter polyp. Cautery was not used, as the physician typically does not apply cautery to polyps of that size. The procedure was completed with another captivator ii snare. There were no patient complications reported as a result of this event.